Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad engineer that the patient was seen for routine clinic appointment. Noted that his controller screen was not properly displaying all of the words and numbers. No damage or excessive force has been done to the controller. Investigation is ongoing.

Manufacturer narrative:
It was initially reported that the controller was not properly displaying "words and numbers". The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was allowed to run for an extended period of time. The results revealed that the controller was able to display all characters properly. No failure detected; the controller was able to display all characters properly. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.